Event description:
It was reported to philips that the device failed to capture its 12 leads ECG. The customer requested that an authorized remote service engineer be dispatched to the customer site. The engineer was unable to replicate the reported failure and did not see any issues with capturing the 12 leads ECG. They were able to capture 12 leads and was able to print them out. Ran operational check successfully and device passed all checks and it was put back into service. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to capture its 12 leads ECG. There was no patient involvement.